Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported, and the device will continue to be monitored. The patient was in stable condition.